Event description:
It was reported that this right ventricular (rv) lead was suspected to have varying threshold measurements and an increase in impedance. Technical services (ts) reviewed device data and discussed there was no change in impedance measurements. The impedance measurement was in range. Ts discussed that there has been a rise in threshold over the past year. Ts suspected the lead was having challenges measuring the threshold. It was noted there was no evidence of loss of capture. Ts recommended asking the patient about any changes in medical history. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).